Event description:
It was reported that this system exhibited an out of range shock impedance measurement greater than 125 ohms. It was suspected that the out of range measurement was related to the superior vena cava coil. Therefore, the lead configuration was reprogrammed distal coil to can. Measurements were normal until the most recent office visit and a measurement of 138 ohms was noted. A boston scientific technical services consultant documented and discussed the clinical observations and recommended troubleshooting. It was noted that the associated right ventricular shock lead is manufactured by a competitor. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).